Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient alleged irritation on her back under the therapy electrodes (tes). The patient consulted her physician who told her she had an allergic reaction and prescribed a medication. Follow-up indicated that the condition of the rash was improving.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to zoll. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.